Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube was damaged, dented and bent, the light was insufficient, the objective lens was contaminated. A root cause could not be identified. Based on the results of the investigation, it is likely the horizontal stripe noise appears on the image, and the image turned blue due to component failure of the universal cable. Additionally, rigid tube was damaged, dented and bent cause due to component failure of the rigid tube, light was insufficient due to component failure of the rigid tube and objective lens was contaminated was caused by a component failure of the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported horizontal stripe noise appears on the image, and the image turned blue during inspection for use involving an olympus rigid video laparoscope. There was no patient involvement reported.